Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the consumer noticed the implant battery was draining and depleted about 10% a day on average. Yesterday ((B)(6)2017), the battery was at 40% and on the day of the report the battery was extremely low. This started last week (2017). The patient had to charge their implant every 4 days now. This battery depletion was in rough comparison to how it had been since the device was implanted. The patient had not been using any extra stimulation than usual. The patient may have even been using less stimulation as they had been turning it low at night so that it was nearly off. Their sleep had been interrupted without the adaptive stimulation on. Stimulation was set to the lowest possible rate and adaptive stimulation was not turned on yet. At night the patient was set to less than 1.0ma and during the day they were set to 1.8 ma. No further complications were reported.